Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect k+ for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 4.95 mmol/l and the repeated result was 4.37 mmol/l. The sample was repeated on a different cobas 6000 c501 module. The repeated result was believed to be correct. The results were not reported outside of the laboratory.

Manufacturer narrative:
The customer found that the tubing on the sipper nozzle was pushed too far down, beyond the bend of the tubing. The customer moved it back to where it should be. The customer successfully performed qc. The issue was resolved by customer education and by the customer adjusting the tubing on the sipper nozzle.

Manufacturer narrative:
Medwatch field b1 was updated.